Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced an erosion through the esophageal lumen leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Device explant due to device erosion through the esophageal lumen occurred in (B)(6) 2018.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced an erosion through the esophageal lumen leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on an unknown date. Complete device explant due to device erosion through the esophageal lumen occurred in (B)(6) 2018. The patient is doing fine as of 05/09/2018.

Manufacturer narrative:
Updated sex to include patient gender. Updated event to include implant information and patient status. Updated report dat.e